Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopically assisted vaginal hysterectomy, needle broke. It was seen on x-ray but the piece was unable to be located and retrieved.